Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 507645 lead, implanted (B)(6) 2004; t50521h valve, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that the elective replacement indicator was triggered for the device. Premature battery depletion was suspected. However, high thresholds were noted on the right atrial (ra) lead. The device was removed and replaced, while the ra lead remains in use. No patient complications have been reported as a result of this event.